Manufacturer narrative:
Summarized patient outcomes/complications of a tavi programme without an on-site cardiac surgery department were reported in a research article in a subject population with multiple co-morbidities including myocardial infarction, coronary artery disease, prior percutaneous coronary intervention, peripheral vascular disease, prior valvular surgery, hypertension, prior stroke, diabetes mellitus, hyperlipidemia, atrial fibrillation, chronic obstructive pulmonary disease, chronic kidney disease, anemia, permanent pacemaker, and heart failure. Some of the complications reported were renal failure, endocarditis, stroke, hemorrhage, myocardial infarction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a tavi programme without an on-site cardiac surgery department: a single-center retrospective study.

Event description:
The article, "a tavi programme without an on-site cardiac surgery department: a single-center retrospective study", was reviewed. The article presented a retrospective, single center study that evaluated the feasibility and outcomes of implementing a transcatheter aortic valve implantation (tavi) program in a cardiology department without an on-site cardiac surgery unit, in collaboration with a remote hospital for surgical backup. Devices included in the study were evolut pro, edwards sapien 3, acurate neo2, and navitor. The article concluded that findings support the safe and effective performance of transfemoral tavi in cardiology departments without on-site cardiac surgery, in collaboration with a remote surgical team. Further prospective, multicenter studies are warranted to confirm these results and guide broader clinical implementation of this practice. [The primary and corresponding author was rami barashi, department of cardiology, meir medical center, kfar saba 4428164, israel, with corresponding email: ramineta@gmail.com] the time frame of the study was from november 2019 to december 2023. A total of 149 patients were included in the study, of which 8 (5.4%) received an abbott device. The average age was 80.5 years and the majority gender was female. Comorbidities included prior myocardial infarction, coronary artery disease, prior percutaneous coronary intervention, peripheral vascular disease, prior valvular surgery, hypertension, prior stroke, diabetes mellitus, hyperlipidemia, atrial fibrillation, chronic obstructive pulmonary disease, chronic kidney disease, anemia, permanent pacemaker, and heart failure.